Event description:
It was reported that the device exhibited an error code 46440. The event occurred at hospital during bench test. There was no patient involvement.

Manufacturer narrative:
The affected device was received for evaluation. Service history review identified that the device has not been in service in the past twelve months. The event history review (ehl) revealed the device had a bubbled downstream occlusion (dso) seal. A functional check and visual inspection of the device were performed, and the customer confirmed error code 46440. The root cause of the reported problem was a faulty downstream occlusion (dso) sensor. As a result, downstream occlusion (dso) sensor, bezel and seal were replaced.